Event description:
Line was inserted on (B)(6) 2014 for a patient who was planned for transplant procedures. Three (3) weeks later, the cook hickman line pink lumen sm#1 was being turbo flushed with sterile water, prior to administration of antibiotics, when there was a leak noted in the distal portion of the main line, nearest the patient (just beyond where the 3 lumens merge). The line was removed and the patient required an additional procedure as the line was replaced with another. No part of the device remained inside the patient.

Manufacturer narrative:
Lot - either f397362 or f4525674. Not confirmed which at this time. Event evaluation: still under investigation.